Manufacturer narrative:
This is a correction for evaluation code method, result, and conclusion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator.

Event description:
The patient reported that their dystonia pain intermittently worsened following colonics. It was stated that they had some kind of imaging done with a contrast dye called gastrophin, and they had them drink lidocaine/xylocaine with dilaudid, and they had a reaction to all of it with their body not being the same since. However the colonics have kept the patient in remission for years. The reaction was noted to be sudden with spastic reactions from the brain and through the neck, causing a change in posture, with issues walking/talking and the way they carry themselves. Follow up with the healthcare provider (hcp) is to be conducted, and a discussion about removing the device and leads will be had. The patient's indication for implant is dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.